Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the base of the blue handle was broken. The fragments were not returned for investigation. The cause remains undetermined, however, a probable cause can be attributed to user applied mechanical forces.

Event description:
On 03/09/2022, it was reported by a sales representative via email that an ar-613-1 ibalance¿ tka, handle, modular keel punch was damaged and broke while hammering during a knee arthroplasty procedure, no patient harm. This was discovered during use with no impact to the patient. Additional information was requested. On 03/28/2022, the sales representative (B)(6) stated via phone that only the top end of the complaint device broke, the big metal plate broke off the blue plastic handle. Nothing broke on the working end inside the patient, the working metal end was welded together as one piece and was an older model which looks different from the picture displayed in the current product catalog.